Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a wound dehiscence at the implant site resulting in exposure of the receiver/stimulator unit. The patient underwent a revision surgery on (B)(6) 2013 to repair the skin flap. It was also reported that the patient experienced chronic ulcer at the implant site and underwent a second revision surgery on (B)(6) 2013, to repair the skin flap. The patient developed a post-op infection around the implant site (date not reported) resulting in wound dehiscence and exposure of the receiver/stimulator unit. The patient was treated with IV antibiotics (duration not reported) and underwent a third revision surgery (B)(6) 2014, to clear the site and repair the skin flap. Due to wound healing problems, the patient underwent a fourth revision surgery on (B)(6) 2013, to repair the skin flap; however, the issue could not be resolved. The device was explanted on (B)(6) 2014. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report, (B)(4) 2014.

Manufacturer narrative:
This report is filed may 22, 2014.